Event description:
Patient with a femur fracture was treated with an intramedullary nail. When the surgeon put the drill bit in the drill guide to drill for the proximal screw, the drill bit hit the nail instead of going through the static hole of the nail. Surgeon was unable to place the screw in the static hole. Surgeon decided to drill the dynamic hole. The drill bit hit the side of the nail and then went through the dynamic hole and the screw was placed. A screw was then placed in the anterior hole without issue and surgeon completed the procedure. The standard insertion handle (03.010.045)and the recon locking aiming arm (03.010.048) may have contributed to the misalignment of the devices. This report is 1 of 1 for devices complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Product development evaluation: the returned device was manufactured in january 2007 and has been in use for over 5 years without issue. The tang on the insertion handle is intended to align the nail with the insertion handle and ultimately the aiming arm and associated locking instrumentation with the holes in the nail. Any damage or change to the features or tolerances of those instruments could affect that alignment and the ability to hit the holes during locking. One side of the tang on the returned part is slightly twisted and deformed such that it has a burr raised on the end. In addition, the entire tang is significantly bent to one side (away from the damaged side) such that, when a lfn recon nail is assembled to the insertion handle, it is slightly off center. Since any misalignment at this point is amplified due to the tolerance stack-up associated with the insertion handle, location of the nail holes, and the aiming arm, the amount of deformation on the tang could be significant enough to cause a misalignment during locking. The tang is intended to hold the position of the nail with respect to the insertion handle and should see minimal loading conditions during use. The damage on the tang is consistent with the insertion handle being used to force the nail into position if the entry site is slightly miss-located. This condition would significantly increase the torque applied to the tang and result in its becoming bent and slightly twisted as seen on the returned part. The design is adequate for the intended use and the complaint condition is due to damage caused by miss-use. Therefore the complaint is invalid. Placeholder.